Event description:
The consumer reported that their implantable neurostimulator (ins) was explanted because "it wasn't working" and it was not covering her pain since implant on (B)(6) 2016. The patient needed the implant and explant dates for insurance reasons and was directed to the explanting facility. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.